Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not properly declare a high blood glucose alert. Customer's blood glucose level was 263 mg/dl. Tandem technical support verified that the pump history reflects alerts were displayed; however customer maintained they were not notified of any alerts. Although requested by tandem technical support, the customer declined to provide data for review.